Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 49-year-old male patient presenting with acute myocardial infarction (ami) complicated by cardiogenic shock (cgs). The patient had multivessel coronary artery disease and was reported to be in scai shock stage d prior to impella initiation. The device was placed post-percutaneous coronary intervention (pci) in accordance with standard insertion best practice recommendations. During the procedure in the cardiac catheterization laboratory, a hematoma was noted following placement of the repositioning sheath. The physician was informed, and the patient was transferred to the intensive care unit (ICU) for continued monitoring. While in the ICU, the hematoma was observed to increase slightly in size, prompting return to the catheterization laboratory for angiographic evaluation. Per physician assessment, no active bleeding was identified, and distal pulses remained present. The decision was made to leave the impella cp device in place to provide continued hemodynamic support. Two units of packed red blood cells (prbcs) were administered prophylactically. The impella cp device functioned as intended throughout support at performance level p-5, with flows of approximately 2.7 liters per minute. The purge solution consisted of 5% dextrose in water with 25 milliequivalents sodium bicarbonate, operating within expected parameters. There were no reported device malfunctions, alarms, or interruptions in therapy. The patient was subsequently weaned from impella support, and the device was successfully explanted. The patient survived to explant. The reported hematoma is most consistent with an access site related complication associated with large-bore arterial access.

Manufacturer narrative:
Information was received and provided the device serial and catalog numbers. As a result, section d fields: brand name, common device name, procode, serial number, catalog number, lot number, unique device identifier and expiration date were updated accordingly. Implant and explant dates were repopulated. Additionally g4 PMA/510(k) and h4 device manufacture date were updated. It was further noted the device is available and will be returned for investigation.